Event description:
The customer reported that their display was going in and out and there was no sound on the system. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.